Event description:
On (B)(6): biomed reports via phone during an unk urology procedure, the system fluoro failed. Biomed reports, staff stated they completed the pt procedure, but no further info is available, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.